Event description:
It was reported that since vns placement, the patient has experienced two pediatric intensive care unit stays for status epilepticus and subsequent breathing problems. It was reported that the patient is now requiring bipap to assist with her breathing throughout the night and sometimes during the day. It was reported that the patient has trouble managing her secretions. It was reported that the physician does not believe that the patient's settings are high enough to be a causative factor, but the patient's mother is unsure. It was reported that the patient experienced issues with increased secretions pre-vns. Device frequency was decreased from 30hz to 20hz. It was reported that the patient was diagnosed with severe apnea prior to vns implant and the drooling is associated with the patient's rhett syndrome. The patient was hospitalized on (B)(6) 2014 and again on (B)(6) 2014. It was reported that the patient's seizures were not necessarily status epilepticus, but were longer. It was reported that the seizures were similar to pre-vns baseline frequency. Clinic notes dated (B)(6) 2014 indicate that the patient experienced status epilepticus and prolonged seizures. The physician mentions that the status epilepticus and prolonged seizures may be secondary to zyrtec as in rare occasion, zyrtec is felt to decrease the threshold for seizures.